Manufacturer narrative:
Philips service replaced the smart drive, silicone sheet, and power supply sap1, and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system hanging due to power supply and amc drive issues on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.